Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "no disposable, clamp tubing" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Additional information: regular alert/alarm: "no disposable clamp-tubing". While walking, sleeping, seated inside/outside. Random alarm times am/pm. Sometimes alarmed immediately after removing cartridge and re-fitted.